Event description:
Healthcare professional reported, unknown side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d4; d6b; h6

Event description:
Healthcare professional additionally reported the left side was calcified. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Calcification: observed, white particles calcification-like on the device. Anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure observed particles, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "severe calcification". Device has been explanted.